Event description:
It was reported by the customer that they opened a #4 french dual lumen PICC kit that had a hair inside the kit. Add info received on (B)(6) 2023 the event was discovered when customer opened the kit, she saw a large black hair inside the kit. She discarded this kit, so it was not used on the patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.